Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported he had been without stimulation since (B)(6) 2013. The pt also reported prior to losing stimulation, he was able to establish communication between the ipg and the charger routinely. Several attempts have been made to contact the pt for additional troubleshooting, but to no avail.